Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (1497 mcg/day; concentration unknown) and bupivacaine (8.988 mg/day; concentration unknown) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that on (B)(6) 2019 her pump had a volume discrepancy. The actual residual volume was 20 cc; the patient did not know the expected residual volume. There had been no volume discrepancies at past refills. No patient symptoms were reported. The patient was scheduled to see her hcp (healthcare professional) again tomorrow ((B)(6) 2019). No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and the consumer. Regarding the expected residual volume on (B)(6) 2019, the hcp stated the volume was "as withdrawn." Regarding the cause of the volume discrepancy, the hcp stated "not discrepant." No actions/interventions were taken. Regarding the status of the device, the hcp stated the "device is good." Per the patient, the hcp removed 20 ml from their pump at their refill on (B)(6) 2019 and the hcp usually removes 5-8 ml from their pump.